Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and exchange due to concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: observed 3 openings assessed as surgical impact opening (shell thickness was within specification). Observed stress marks. Observed creases on the surface of the device. Observed red particles on the surface of the shell. Observed calcification on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and exchange due to concerns with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.